Event description:
Patient reported ¿swollen lymph nodes¿, ¿hardened¿, ¿edema", ¿chronic inflammation¿, ¿chronic rashes¿, and ¿hives." Patient additionally reported ¿chest/rib pain¿, ¿chronic back pain and rib and neck pain¿, ¿in pain¿, ¿muscle aches, pains and weakness, joint pains¿, ¿severe flu-like symptoms¿, ¿symptoms of fibromyalgia¿, ¿symptoms of autoimmune disease¿, ¿symptoms of arthritis¿, ¿chronic fatigue and drowsiness¿, ¿extremely weak¿, ¿cognitive dysfunction - difficulty in concentrating/absorbing information; memory loss; everyday tasks are now stressful¿, ¿night sweats¿, ¿fevers¿, ¿digestive issues with extreme bloating¿, ¿persistent wheezy, dry cough¿, ¿hair loss¿, ¿weight gain, ¿dehydration with very dry skin and hair¿, ¿food intolerances¿, ¿persistent cystitis¿, and ¿thrush¿; these events are not device related. This relates to the right device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g1, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿swollen lymph nodes¿, ¿hardened¿, ¿edema", ¿chronic inflammation¿, ¿chronic rashes¿, and ¿hives."

Event description:
Patient reported ¿swollen lymph nodes¿, ¿hardened¿, ¿edema", ¿chronic inflammation¿, ¿chronic rashes¿, and ¿hives." Patient additionally reported ¿chest/rib pain¿, ¿chronic back pain and rib and neck pain¿, ¿in pain¿, ¿muscle aches, pains and weakness, joint pains¿, ¿severe flu-like symptoms¿, ¿symptoms of fibromyalgia¿, ¿symptoms of autoimmune disease¿, ¿symptoms of arthritis¿, ¿chronic fatigue and drowsiness¿, ¿extremely weak¿, ¿cognitive dysfunction - difficulty in concentrating/absorbing information; memory loss; everyday tasks are now stressful¿, ¿night sweats¿, ¿fevers¿, ¿digestive issues with extreme bloating¿, ¿persistent wheezy, dry cough¿, ¿hair loss¿, ¿weight gain, ¿dehydration with very dry skin and hair¿, ¿food intolerances¿, ¿persistent cystitis¿, and ¿thrush¿; these events are not device related. This relates to the right device. Device remains implanted.